Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated a lead impedance out of range alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected range. 787 of 789 lifetime v-sic are recorded beginning (B)(6) 2014. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Rv pace impedance is undefined on (B)(6) 2014. There are 15 non-sustained events of less than 220 milliseconds (ms) v-v cycle recorded on (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture visible under fluoroscopy close to the subclavian bone. The lead also had a high sensing integrity count (sic), noise, and high impedance. The lead was surgically abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).